Manufacturer narrative:
The sample was received for evaluation, and no lot number was provided. A visual inspection was performed, and it was observed that all the components were assembled properly in the tube. Performance tests of inflation/deflation were conducted by using a 25cc syringe of air applied to the cuff. It was noticed that the pvt inflation system worked properly, and the cuff held the air. Additionally, the sample was submerged into a container filled with water, with no leaks or water infiltration detected in the inflation line, and no issues were observed. The device was left inflated for two hours, according to process instructions, and no deflation was observed. The customer reported malfunction was not verified. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that, about 10 days after intubation, a nurse observed that water had intruded into the inflation line of the shiley tracheostomy tube. Re-cannulation of the patient was required. There is no report of patient injury associated with this event.